Manufacturer narrative:
During technical onsite visit the field service engineer replaced the generator per recommended by tech support and completed service installation record per specifications. And the fse attended surgery and assisted the user to control room temperature by instructing them to leave thermostat set to auto and set point at 67 degrees. It was incorrectly set on heat only at 67, so when the temperature rose the thermostat never turned on to bring it back down. Room temperature had been recorded at 6:45 am at 59 degrees. At 7:15 am the temperature was 68. It eventually climbed to 75 degrees. Also instructed not to use a humidifier. The room already maintains sufficient humidity with the thermostat. The site was inadvertently causing huge temperature swings resulting in laser instability. The root cause could not be identified conclusively. The most likely root cause could be the huge temperature swings caused laser instability. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. Sample received but sample analysis was not possible. The sample was damaged during transport due to missing transport locks. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a 20% error during surgery and during calibration. Ten procedures were completed with no issues but one procedure was not completed. Additional information requested.